Manufacturer narrative:
Additional information: a1 (patient identifier), a2 (date of birth), a3 (gender), a4 (dry weight), b5 (event description), d10 (concomitant products) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The charge nurse (cn) for a user facility reported to fresenius that air was acquired in the venous system during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 1:20 after treatment initiation. The 2008t machine alarmed with the message "air in blood." The dialyzer turned white and pumped air into the venous line. No disconnections were identified. No defect or damage was noted to the dialyzer. The patient's venous side could not be rinsed back. The patient's estimated blood loss (ebl) is 250 ml. No serious injury or required medical intervention was reported. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was discarded and is unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The charge nurse (cn) for a user facility reported to fresenius that air was acquired in the venous system during the patient's hemodialysis (hd) treatment. No disconnections were identified. The dialyzer turned white and pumped air into the venous line. The machine alarmed with the message "air in blood." The patient's venous side could not be rinsed back. The patient's estimated blood loss (ebl) is 250 ml. Additional information was requested however a response was not received. No serious injury or required medical intervention was reported. No samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. Additionally, no photographs were provided for review. Retention sample analysis was also not performed due to the high unlikelihood of failure detection from 100% batch testing and the small number of reserve samples available. A review of the batch records was performed. 63,456 products were inspected according to protocol and found to be in conformance with specifications. No indication for any relationship with the reported failure mode was identified.

Event description:
The charge nurse (cn) for a user facility reported to fresenius that air was acquired in the venous system during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 1:20 after treatment initiation. The 2008t machine alarmed with the message "air in blood." The dialyzer turned white and pumped air into the venous line. No disconnections were identified. No defect or damage was noted to the dialyzer. The patient's venous side could not be rinsed back. The patient's estimated blood loss (ebl) is 250 ml. No serious injury or required medical intervention was reported. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was discarded and is unavailable to be returned to the manufacturer for physical evaluation.